Event description:
My child is tracheostomy and ventilator dependent. He requires frequent suctioning of his nose, mouth and tracheostomy tube to maintain a patent airway. My dme company recently changed from devilbiss portable suctions to medquip. After 6 years of use, our devilbiss battery would no longer charge. We were provided with a medquip portable suction. We struggled with this suction machine due to inconsistent power and vacuum. They brought us another and another. We were then brought a newer model (mq1150). This was supposed to be improved. After a few weeks the battery would no longer hold a charge after just a short time of use. I requested a devilbiss suction machine. In the meantime, I was given a new out of the box medquip portable suction mq1150. This machine charged for 18 hours prior to use. The manufacturer requires that the battery only be charged for 1 - 1.5 hours before use. My child participates in outpatient therapy, in addition to riding a bike and going for walks in his wheelchair with the family. Due to the unreliable service from this machine, he would be housebound. We cannot safely transport him except by ambulance to doctor and therapy appointments because of the unreliability of this portable suction machine. This is a life-threatening emergency if I am unable to clear his airway. The ventilator nor an ambu bag and oxygen would save him, if the trach tube is plugged and no suction is available. I don't know how many of these suction units are on the market, but it is a horrifying thought that one person could lose their life over this piece of faulty equipment. The manufacturer's manual clearly states that if the battery is low "...the performance of the unit will drop off rapidly." "A fully charged battery , on the unit will provide approximately 50 minutes of continuous operation at a zero vacuum level (free flow)." No one suctions at a zero vacuum level. Adults are 150-180 mm hg, children are 100-120 mm hg. Babies are even less, but no one can be suctioned at zero vacuum. I tested my machine by letting it run continuously at zero vacuum. It lasted less than 5 minutes. This was a brand new machine out of the box. The previous model like this one incurred the same problem. The batteries being placed in these machines are faulty, in addition to design problems affecting use. People's lives are being endangered by this suction machine that operates inconsistently and does not hold a charge long enough to allow a pt to leave his home unless he has access to an electrical outlet. I have notified the company, and I am waiting for their response. Please contact me at (B)(6) for any questions. Thank you. (B)(6).